Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("hysterectomy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2015, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced chest pain ("chest pain that goes down arms/hands"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and chest pain outcome was unknown. The reporter considered chest pain and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were described via social media: medical device removal, chest pain. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2015, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced chest pain ("chest pain that goes down arms/hands"), diverticulitis ("diverticulitis") and tooth fracture ("mine broke today literally"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, chest pain, diverticulitis and tooth fracture outcome was unknown. The reporter considered chest pain, diverticulitis, medical device removal and tooth fracture to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("hysterectomy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2015, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced chest pain ("chest pain that goes down arms/hands"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and chest pain outcome was unknown. The reporter considered chest pain and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were described via social media: medical device removal, chest pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2018: quality safety evaluation of product technical complaint. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2015, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced chest pain ("chest pain that goes down arms/hands"), diverticulitis ("diverticulitis") and tooth fracture ("mine broke today literally"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, chest pain, diverticulitis and tooth fracture outcome was unknown. The reporter considered chest pain, diverticulitis, medical device removal and tooth fracture to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Following event was added : mine broke today literally. Reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2015, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced chest pain ("chest pain that goes down arms/hands") and diverticulitis ("diverticulitis"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, chest pain and diverticulitis outcome was unknown. The reporter considered chest pain, diverticulitis and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New event added: diverticulitis.reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2015, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced chest pain ("chest pain that goes down arms/hands"), diverticulitis ("diverticulitis") and tooth fracture ("mine broke today literally"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, chest pain, diverticulitis and tooth fracture outcome was unknown. The reporter considered chest pain, diverticulitis, medical device removal and tooth fracture to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.